Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare ('fph') product specialist that the temperature of an rt200 adult breathing circuit was not rising. The problem was resolved when the breathing circuit was changed out. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the inspiratory tube of the returned rt200 adult breathing circuit was visually inspected for bent pin. The electrical resistance of the inspiratory heater wire was also tested using a multimeter. Results: the heater wire pin in the inspiratory tube was bent. This prevents the heater wire adaptor from connecting to the heater wire socket. The electrical resistance of the inspiratory heater wire was within the product test specification. A lot check was not performed as no lot information had been provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adapter is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bend pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. Electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. No fault was found with the electrical resistance of the inspiratory heater wire; it complies with the given product test specification. (B)(4).